Manufacturer narrative:
UDI #: (B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient developed a flap wrinkle on the flap of the left eye (os) at 1day post op exam. The patient's comment was of that when rubbed eye, vision felt blurry. The flap was lifted and re-floated to resolve the wrinkle on the left eye. The symptoms have been resolved. Bcva from (B)(6) 2016. Right eye pre-op 20/20 -2.00 x -.25 x 115, left eye pre-op 20/20 -.75 x -2.25 x 49.